Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.

Event description:
It was reported to boston scientific corporation in 2006 that a microvasive pathfinder exchange guidewire insurg was used during an ercp procedure performed three days earlier (patient age, gender and weight are unknown). According to the complainant, the coating stripped from the wire. No fragments fell in the patient. The procedure was completed with another microvasive pathfinder exchange guidewire insurg. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".